Manufacturer narrative:
Product event summary: analysis confirmed that the programmer's stylus would skip on one horizontal line, and that the system fan was noisy. It was additionally found that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose.

Event description:
It was reported that the programmer's stylus pen was "jumpy", moving around the screen, and was not always responsive. Calibration was attempted, but the issue persisted. It was also reported that the fan was very loud. The programmer has been returned for service. There was no patient involvement.